Manufacturer narrative:
The previous short-to-shield was reported under MFR# 2916596-2020-00844. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device had low flow alarms and power disconnect alarms which did not subside with the changing of power sources. The patient is on an ungrounded cable currently. The batteries and clips were changed out which resolved the alarms. The patient was instructed to change out their controller and afterwards the alarms were still present. On presentation to ed the pump was off. Additional information received on (B)(6) 2020 showed that the log file of the primary controller pump stops on (B)(6) 2020 that occurred on battery and power module. The patient asked for their pump to be deactivated on (B)(6) 2020 due to a phase to phase short and expired on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump-stop events can be confirmed based on the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted primary controller log file captured data spanning from (B)(6) 2020, 16:10:22 through (B)(6) 2020, 18:58:48, per the timestamp. The file captured numerous pump-stops on (B)(6) 2020, leading to low flow and low speed events as well. The pump-stops occurred while the patient was supported by both the power module and battery power. No other atypical events were captured. The submitted backup controller log file captured pump stops while the patient was supported by both the power module and battery power. No other atypical events were captured. The account reported low flow and power disconnect alarms which did not subside with the changing of power sources, and the patient was on an ungrounded cable. Batteries and clips were changed out with resolution of alarms. The patient was then instructed to change controller, but alarms were still present. On presentation, the pump was off. The patient had a previous external perc lead repair on (B)(6) 2020. The patient had lvad deactivated on (B)(6) 2020, due to phase to phase short, and they passed away on (B)(6) 2020. The patient expired on (B)(6) 2020. No product available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.